Event description:
It was reported that the patient presented for a follow up in clinic. The patient was in complete heart block and experienced syncope. The patient had a hematoma evacuation the day prior on (B)(6) 2021. The patient's right ventricular (rv) lead exhibited loss of capture and failure to sense. X-ray testing confirmed rv lead dislodgement. The lead was repositioned (B)(6) 2021. The patient was recovering post procedure.